Event description:
(B)(4). Because of all the health problems experienced since (B)(6) 2005, I was finally able to have the device removed to restore my health. Total abdominal hysterectomy with a bso.